Event description:
During a ptca treatment procedure involving a calcified and 90% stenotic lesion in a somewhat tortuous rca, the quantum maverick monorail balloon was supected to have ruptured at 6 atm's on the initial inflation. The patient was asymptomatic during this event. The quantum maverick monorail balloon was removed and replaced with another catheter to successfully complete the procedure. The type and size of introducer sheath, guidewire and guide catheter and which inflation device was used are unknown. Patient status is reported as "good".